Manufacturer narrative:
Device received on(B)(6)2020 device evaluation completed on(B)(6)2020: during the visual evaluation, an anomaly was observed on the anterior expanding to the posterior view of the device consistent with a crease/fold. A tear measuring approximately 1.0 cm was also observed in the posterior aspect within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Date of explantation updated to (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information received, indicates that the patient underwent bilateral removal and replacements as follow:left replaced with cat#: (B)(4) sn#:(B)(6), right replaced with CT#:(B)(4), sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 425 cc saline breast implants which the left side deflated after implantation. The issue has not been confirmed by the physician. Patient scheduled for appointment to see the doctor on (B)(6) 2020, delayed due to covid-19. As a result patient scheduled for removal on (B)(6) 2020.